Manufacturer narrative:
Initial

Event description:
It was reported that the charger for an ilet pump did not charge the device, with the green indicator light not illuminating and prior intermittent charging that progressed to no charging despite use of multiple outlets and secure connections; the patient also reported a broken belt clip. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included customer troubleshooting and education confirming power indicator behavior and connection checks. Investigation of this case revealed a suspected charger malfunction consistent with a power/charging failure and a separate mechanical failure of the belt clip. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger and physical damage or wear of the clip.